Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: promus element mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified slight stent damage towards the proximal end of the stent, the struts appear slightly misaligned. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was inflated to nominal inflation pressure and rated burst pressure using an encore handheld inflation device without any issues. The stent deployed without any issues and the balloon was deflated. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.  (B)(4).

Event description:
Reportable based on device analysis completed on 12nov2017. It was reported that the stent failed to deploy. The target lesion was located in the right coronary artery (rca). A 3.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was unable to deploy. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.